Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that during a routine follow up the pulse generator could not be interrogated. No response when the magnet was applied over the device. The device was working in backup vvi mode. The device was explanted and replaced.